Event description:
It was reported that the patient¿s ilet insulin pump struck a wall, resulting in a cracked display and inability to unlock the device, consistent with physical damage to the pump enclosure and screen. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact beyond temporary loss of pump operability. Investigation included customer interview and troubleshooting with education on data sync, shutdown, and device return, and logistical steps for replacement. Investigation of this case revealed damage from accidental impact, consistent with user-induced mechanical breakage of the display assembly and housing, with no evidence of functional failure unrelated to the impact. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental impact.